Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving an unspecified low sensor reading and experienced symptoms described as ¿massive headache and little wobbly¿. The customer self-treated with self-treated with orange juice but continues to received low sensor readings after self-treatment. The customer self-presented at a hospital where she was diagnosed with hyperglycemia and IV drips and insulin (unknown dose and type) was administered as treatment. There was no report of death or permanent injury associated with this event.